Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient presented to the clinic with increased heart failure symptoms. It was further reported there was a rise in lead threshold and loss of capture at maximum output. The his bundle lead was explanted and replaced with a left ventricular lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.